Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the device produced uneven cutting. Clinical follow up was conducted to clarify any additional information about the reported event however, the customer was unresponsive. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose, screwdriver and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Initial qa inspection of the air dermatome on july 26, 2016 revealed minor cosmetic damage to the hand piece including nicks and scuffs. The swivel rotates 360 degrees, has 2 engagement pins and has a swivel o-ring. The master blade, serial number (B)(4), was flush with the control bar. The safety switch operated as intended. The thickness control lever was loose. The device was tested under the stroboscope it #929 with the qa test hose and the motor operated within motor speed specifications. The device was tested with the customer's hose and operated within motor speed specifications. The reciprocating arm was noted to move up and down more than usual. The width plates showed signs of over-tightening as well as having nicks to their leading edges. Repair of the air dermatome was performed by zimmer biomet surgical on july 28, 2017 which included replacement of the damaged head, damaged control bar, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor, swivel, poppet assembly, screw driver, and width plates. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable as no testing was able to be done to try to replicate uneven cutting. The root cause of the reported event could not be specifically determined since during initial inspection no testing was able to be done to try to replicate uneven cutting. The device is over 23 years old and has not been previously repaired by zimmer biomet. The reported event was non-verifiable during inspection of the device and the device was noted to be functioning as intended after the repairs were performed for the other problems found. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced uneven cutting. No adverse events were reported as a result of this malfunction.